Manufacturer narrative:
Fiber analysis: the fiber cap was found to be fractured and partially broken distal to the adhesion zone. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization was observed at 12,300 joules of use; the fiber was exchanged and the case continued using a second fiber which would not fire/ceased to fire at 18,643 joules of use. The case was completed using a third fiber. There was no injury reported. This report is for the second fiber used.